Manufacturer narrative:
Per the user guide: always remove all air bubbles when drawing insulin into the filling syringe. Always hold the pump with the white fill port pointed up when filling the cartridge. Always ensure that there are no air bubbles in the tubing when filling. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 415 mg/dl and the cause was not known. A correction bolus via the pump was delivered to address the bg. A pump system check was performed and no device issue was identified. Reportedly, while loading the cartridge with insulin, the air removal step was not performed. The contact changed out the cartridge and infusion set. Insulin delivery was resumed.